Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, yellow and brown particles, wear abrasion, crease flat. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening on posterior. The fill test inspection was performed: the result is no blockage. Based on the device analysis the final assessment is a sharp opening edge on posterior due to an unidentified (tear) opening.

Event description:
Patient reported right side deflation and "saw a weird stool color and I guess that's when it" not related to the device. The device has been explanted.

Event description:
The device has been explanted.